Manufacturer narrative:
The insulin pump was monitored for a week and the sleep currents tested within the specified range. No blank display was noted. The insulin pump passed the self test. No display anomaly was noted. Minor scratches were noted to the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a blank display. The customer's blood glucose level was unknown. No further details were provided.